Event description:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the device, it was observed that there was no sdi2 (serial digital interface) signal. This report was submitted to report the malfunction found during device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. Correction to information provided in g3 of the initial medwatch report: the customer's original complaint will not cause or contribute to death or serious injury if the malfunction was to recur. Olympus became aware of reportable malfunction noted in b5 on 24dec2023. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no sdi2 signal occurred due to printed circuit board failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the serial digital interface failed due to a fault dx board. In addition, the following observation was found: a worn out video connector latch causing poor connection with the pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system had a failure of the serial digital interface, causing flickering to occur in the image, but the endoscopic image was visible. It was reported that the video was flickering in and out even after trying different cables and monitors. The issue was identified during an endoscopy procedure. There were no reports of patient harm.